Manufacturer narrative:
(B)(4). Final analysis confirmed the report of no capture. Analysis found that the insulation was abraded exposing the outer coil at 15.9 cm to 16.0 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. Insulation abrasions exposing the outer coil were also noted at 46.1 cm to 46.2 cm, 46.4 cm to 46.5 cm and 46.6 cm to 46.7 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
It was reported that the patient experienced syncope and suffered facial, nose trauma. The patient was transported to the hospital via ambulance and a 12 lead electrocardiogram performed in the ambulance and again in the emergency room indicated ventricular loss of capture. The patient's escape rhythm was in the 20 beats per minute range. The right ventricular lead was explanted and replaced. The patient was in stable condition post procedure.